Event description:
The customer reported that there was no image when using the camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being submitted to provide additional information from the customer and legal manufacturer's final investigation results. The olympus service team received the cameras head for the reported issue of no image. As a part of the estimation process, this camera head underwent a visual inspection and functional tests to assess the device status. This device was estimated. The user request was confirmed, no image discovered due to faulty charged couple device. Moreover, additional damages of hole in connector and failed leak test was discovered. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is returned and the investigation is ongoing. This report will be supplemented when additional information becomes available.

Event description:
The customer reported that there was no image when using the camera head. There were no reports of patient harm associated with this event.